Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 28-jul-2018 with the following findings: review of the pump¿s alarm history confirmed record or call service alarm 078-0008. On investigation, the pump powered on and completed the rewind, load and prime steps successfully without call service alarm occurring. The pump was exercised for 24 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump repeatedly emitted multiple cs 078 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.